Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level went as high as 400 mg/dl. Customer advised they needed assistance in regards to how much of a manual injection they should give themselves. Customer declined to troubleshoot the insulin pump.